Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/ recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleged of having stomach issue while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged of having stomach issue while using the device. In initial reports section b5 mentioned incomplete. Additional information was received and correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information about alleged bloating and pain all over the stomach, along with nausea, and was tested by the doctor for gastritis. The reported event and its severity were reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes that no further action is necessary. After repeated attempts to have the device and components returned for evaluation, the customer responded that they were ready to return the device once they received a replacement device. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. In section h6 health effect - clinical code has been added and type of investigation, investigation findings and investigation conclusions have been updated.